Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed it didn't rotate and displayed a e8 error, this was due to the motor being worn out. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out motor components from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 2 for the same event. It was reported that during an unspecified surgical procedure of the spine, it was observed that motor device and console device received an e8 error message when the devices were being used together. It was reported that there was a five minute delay due to the event and unspecified spare devices were available to successfully complete the procedure. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.